Event description:
It was reported that during a lap cholecystectomy procedure, the clip did not form. They attempted to fire a second time and could not get the jaws to close and the clips fell out of the device. They did not fall into the pt. They completed the case with a new device. There was no pt consequence.